Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a failed non-medtronic surgical valve, the valve was deployed at a depth of 1 mm and 3 mm below the surgical valve. After ten minutes, the valve began to migrate upward out of the surgical valve and into the ascending aorta. It was reported that there were no outside forces that caused the valve to move. Severe central aortic regurgitation and severe paravalvular leak (pvl) were reported. The valve was snared between the innominate artery and sinotubular junction. The valve was held in place with the snare while a second valve was successfully implanted resolving the regurgitation and pvl. It was reported that the patient had a small sinotubular junction. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.